Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the batch number contains additional letters, no further information.

Manufacturer narrative:
Expiration date 02/20/2023. Malfunction. Production date 02/26/2018. Clarification: this device was not distributed. The issue was noted during inspection at st. Louis company site. The report has been re-assessed as non-reportable malfunction.